Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of intermittent undersensing was not reproduced in the laboratory. Device functionality was tested using automated test equipment and no anomalies were observed. The atrial bore dimensions were measured using pin gauges and met header dimension specifications, but would not retain a minimum size pin gauge. It is suspected that the reported intermittent undersensing was due to an issue in the connector block.

Event description:
The new information indicated that the device was explanted and replaced.

Event description:
It was reported that patient presented in clinic after receiving therapies. Intermittent undersensing was observed. The device was reprogrammed. The patient will be monitored.